Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l at the last night and 14.4 mmol/l at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the worn insulin pump for the last 48 hours. Customer stated that they not started auto mode. Customer stated that they performed self test, displacement verification test, cannula five unit test and high pressure test and the all test came out successful. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.